Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implantable pacing lead (ipl), the lead exhibited high pacing threshold. The ipl was not implanted and procedure terminated. No patient complications have been reported as a result of this event.